Manufacturer narrative:
(B)(4). Batch # n5585y. Additional information received: at the time of event, the sales rep. And the surgeon noticed the firing trigger spring outside on device. The analysis found that one pce45a device was returned in good visual conditions and with an ecr45b cartridge fully fired loaded on the device. The instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device was disassembled to verify the condition of the internal components and the spring firing trigger was noted to be loose and out of its intended position. While no conclusion could be reached as to how the spring firing trigger became out of position, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4). As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a lobectomy procedure, the surgeon was using an endocutter with a green reload and the endocutter wouldn't fire. A second endocutter with a green reload was used to complete the procedure with no consequence to the patient.